Event description:
The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level; however the issue was the customer's misunderstanding of the insulin on board feature. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Two correction bolus and manual injection were delivered to address bg. Tandem provided educated to the caller of the correct functionality.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.